Manufacturer narrative:
The basket of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the operation wire broke off at 955 mm from the distal end. There was ductile fracture by tensile load at the break point. The basket was deformed. There was no abnormality in the diameter of the wire of the basket. The manufacturing record was reviewed and found no irregularities. There is a possibility that the subject device was incarcerated due to any of the following causes. The size of the calculus was larger than the opening of duodenal papilla. The bile duct was narrow. The calculuses were taken into the basket at the same time. The basket of the subject device was deformed while the user repeatedly retrieved the calculus. Also, based on the doctor's comment, omsc presumes that the operation wire broke because it was subjected to a excessive load since the calculus was hard. The instruction manual of the device has already warned as follows; a) do not use this instrument for a calculus that is assumed impossible to be retrieved by this instrument in preoperative diagnosis, intraoperative contrast enhancing or after papillotomy/papillary dilation. Do not use this instrument when it is inevitable to grasp many calculus at a time. The basket with calculus engaged may not be removed from the body. B) use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case this instrument with calculus engaged may not be removed from the body, or in case the calculus cannot be crushed even the lithotriptor bml-110a-1 is used in combination. C) this instrument will deform and/or deteriorate by performing calculus retrieval. Repetition of calculus retrieval will extend the effect. By such deformation and/or deterioration, calculus may not be retrieved and/or the basket with calculus engaged may not be removed from the body. If calculus retrieval needs to be repeated in a single case, make sure to check the action and the appearance each time that no abnormality is detected(e.g, basket wire cut or worn, tube sheath bent etc.). Stop use when any abnormality is detected.

Event description:
During a removal of bile duct calculus, the subject device was used. In the procedure, the user tried to retrieve the calculus with the subject device, but the subject device was incarcerated. When the incarceration was managed using an emergency lithotriptor, the proximal side of the operation wire broke. The surgeon performed an emergency surgery to release the incarceration and completed the retrieval of the calculus. It was reported that the doctor felt the calculus was large and hard. The patient's prognosis was reported to be good.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".